Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt had an unexpected postoperative refractive outcome resulting in blurry vision. Additional info was received from the surgeon who reported that he plans to rotate the lens. He also noted that there is a beginning of posterior capsular opacity. In his opinion, it is unk if the device caused/contributed to the event; and stated that the potential cause for the outcome is "difference of manual k (corneal) readings vs iol master and topography k readings." Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).